Manufacturer narrative:
Device was evaluated by simulated use testing and found interoperability problem between hard drive and motherboard. Device repaired and returned to customer.

Event description:
Display went dark after boot-up. Patient in the room and under anesthesia. Case cancelled.